Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been one other similar event for the reported lot - it was reported during the same surgery for the same issue (within this pi). Material analysis: damage observed on device consistent with attempted implantation and explantation. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that during a primary hip procedure and following the surgical technique, the 36mm trident insert would not seat in the 48mm trident ii shell. Another insert (same catalog and lot) was opened and also would not seat into the shell. A 32mm insert was opened as there were no more 36mm inserts available, and implanted with an overall surgical delay of approximately 20 minutes.